Event description:
The advocate stated the customer tested her blood glucose and rec'd a reading of 180 mg/dl using her breeze2 meter. The customer was nauseous and having seizures, so paramedics were called. When paramedics arrived, they tested her glucose at 29 mg/dl. The customer was treated with glucose. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.